Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the issue and replaced the faulty usm arm. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi has not received the replaced usm arm involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, recurrent recognition issue with universal surgical manipulator (usm) arm 3 was observed. User was able to install the endoscope in usm arm 2 with no issue. The customer received phone assistance from the technical support engineer (tse). Tse instructed to reseat the sterile adapter but the issue remained. Tse reviewed the system logs and confirmed related error faults. Tse recommended to re-drape usm arm3; however, the issue persisted. The surgeon elected to convert to laparoscopic surgery. Isi followed up with the initial reporter and obtained the following additional information: surgical ports have already been placed because there were no prior error messages upon startup. The issue could not be resolved through troubleshooting including undocking and redocking multiple times, and shutting down and restarting the system. The procedure conversion did not result in increasing port size incision or adding additional ports. The patient tolerated the change well. There were no intraoperative complications and no impact on this particular patient's care.

Manufacturer narrative:
Isi has received the product involved with this complaint to perform failure analysis. Error 22020 was found in the logs confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the ¿23118¿ error was triggered indicating fault on the ¿0x3¿ axis, replicating the reported event. The usm was then installed onto a test platform where (degree of freedom) dof 9 was found was stuck in the down position on the ¿0x3¿ axis. Once testing was completed, the ¿carriage dofs¿ was examined and was verified to be the source of the fault. The probable root cause is attributed to carriage dof 9, indicating a component failure.

Event description:
Refer to h11 for follow-up information.